Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the center after drug was added. The leak was discovered prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Due to blurriness of the photo, a direct location of the leak cannot be confirmed or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.